Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3487a-45 lot# v763710 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2012 product type lead product ID 3487a-45 lot# v763710 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2012 product type lead product ID 3708220 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012 product type extension product ID 3708120 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their trial stimulator worked, so they got a permanent implantable neurostimulator (ins) implanted on (B)(6) 2011. They stated that the implanted stimulator did not work. The patient noted they got the shingles on (B)(6) 2012. They got two epidural shots on (B)(6) 2012, which helped some. They were referred to a doctor on (B)(6) 2012 for capsaicin cream, which didn¿t work. The patient noted that had ¿half¿ removed from back on (B)(6) 2012 (reasonable to assume patient is referring to extensions/leads based on closest explant date information in dart database. They mentioned their managing physician kept their settings on low speed for a year, and it made their heart act up. The patient noted they have not seen their managing physician in 2 years or longer. They restated their stimulator just didn¿t work, and that they don¿t use it. They mentioned the manufacturer can have it back along with the belt. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.